Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the new left ventricular lead was implanted. The sheath could not get into the coronary sinus due to patient anatomy. The lead was connected to the device and the pocket was closed. Upon interrogation the lead exhibited loss of capture at maximum output. Lead dislodgement was suspected. It was decided to take the patient off the table due to the length of the procedure and since the patient was pacemaker dependent. The patient presented for lead repositioning on (B)(6) 2018. The lead was repositioned. Loss of capture was noted when lead was connected to the device. The physician elected to replace the device as well. The issue was still noted after the device replacement. The left ventricular lead was replaced but it ended up in a different location. The issue was resolved when the lead was placed in a new position. Proximity of the first lead¿s location to an abandoned epicardial lead was suspected to have affected the ability to capture. The procedure was completed without patient complications. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.